Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The type of foreign material in the channel was seeds. A definitive root cause for this issue was not established. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The subject device was reprocessed before being sent in for repair. The scope was jammed with seeds and the customer was not able to clear a brush through the channel. The instruction for use (IFU) was followed for manual reprocessing with cidex hdl.

Event description:
A customer reported to olympus, the suction channel of the evis exera iii colonovideoscope was clogged. The event occurred during reprocessing. There was no report of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was foreign material clogged the channel due to insufficient reprocessing. In addition, the switch button 1 had a hole on top. The bending section cover glue had a crack. The play of the up/down angulation control knob was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.